Manufacturer narrative:
The reported events were lead dislodgement and failure to capture and sense. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings not related to the reported events: full breached outer insulation degradation was noted adjacent to connector boot.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited failure to capture and failure to sense. The dislodgement of the lead was verified by x-ray. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.